Manufacturer narrative:
D2a and d2b was erroneously entered on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
An impella cp was placed via the femoral artery to support the 79 year old male patient who was admitted in for a planned high risk percutaneous coronary intervention (hrpci) to treat the known coronary artery disease. The patient has a cardiac history and prior bypass/CABG surgery. The cp was placed via the 14fr introducer sheath but, there was bleeding at the access site. The team removed the 14fr introducer sheath and replaced it with another, however the bleeding persisted til they pulled the second sheath back slightly. There was question of either user error or valve prolapse to be the cause of the bleeding. The pump was explanted at the conclusion of the hrpci and patient survived. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event cannot be established due to a lack of product returned and insufficient clinical details provided.